Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The assignable cause was determined to be a defective main display. The main display was replaced to fix the reported condition. Additional information: this issue has been escalated to CAPA. The user interface module software version is colleague 2006 with 6.13.90.

Event description:
The facility representative reported a colleague infusion pump with a display failure. It is unknown when this condition occurred in the general patient ward. This condition has the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available.the user interface module software version of this pump is currently unknown.